Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No watchdog timeout alarm noted. Pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a beeping anomaly. The customer¿s blood glucose level was 5.2 mmol/l. The customer states that the pump is constantly beeping and showing error message. The customer also states the pump was restarting about hours ago nothing was showing on the screen. The customer has tried a new battery but it wouldn't work, the pump not exposed to moisture wasn't dropped or bumped advised the pump needs to be replaced. The insulin pump will be returned for analysis.